Event description:
See initial report.

Manufacturer narrative:
Through further follow up communication, livanova deutschland learned that the device is in usage at the moment and will be returned to deep disinfection to munich. Customer confirms, that the equipment is cleaned and disinfected according to instructions for use and this is recorded in a log. Perfusionists are still investigating the disinfection procedure followed between (B)(6) 2018 and (B)(6) 2018. Feedback about it will be provided to livanova deutschland as soon as available. Starting from (B)(6) 2019 the equipment is disinfected as requested by IFU.

Event description:
See initial.

Manufacturer narrative:
Through follow-up communication, livanova deutschland learned that the device was cleaned according to the instruction for use and placed inside the operation theater during use. The device was positioned with the fan facing away from the patient, in direction of an exhaust fan in the wall. The device was kept in a housing with negative pressure in relation to the pressure in the operation room. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a vigilance report from (B)(6), that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. The lab report has been provided. There is no known patient involvement.